Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to damage on the up/down knob, the forceps elevator lock engagement lever rotated concurrently. Due to deformation of the suction connector, water tightness was lost. There was a gap between the acoustic lens and ultrasound probe. Adhesive on the bending section cover had wear. Due to wear of the angle wire, bending angle in the right direction did not meet the standard value. The ultrasonic probe was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope connection of the rinsing bottle was loose. The issue was found during reprocessing. No patient or procedure was involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap of adhesive on the distal end/stain entered inside the lens through the gap and there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.